Manufacturer narrative:
The investigation revealed that there was no system failure and the system was operating as specified. It was reported that an unintended motorized movement occurred on a cios spin system. The incident occurred on a customer test system that had a new third-party navigation marker frame installed for testing purposes. The test was initiated by the company (nuvasive). The attachment of the said test object meant additional weight and incorrect load distribution at the system. This resulted in a different mechanical load and the mentioned movement behavior described in the complaint. The log files of the system were analyzed and there was no evidence of unintended motorized movement. The reported incident was also reproduced by siemens test center and no motorized movement could be observed. Instead, there was a mechanical movement caused by additional weight attached by a third party for testing purposes. In addition, the application specialist confirmed that the sound of mechanical movement was misidentified as the sound of motorized movement. The mentioned third-party component has been removed. No similar incidents have been reported.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios spin system. In preparation for the 3d scan, the c-arm automatically moved to the end position to start the test run. This was interpreted as an unintended system movement. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.